Event description:
It was reported that during an acl reconstruction surgical procedure the blade broke at the mount. It was also reported that the broken piece did not fall into the surgical site. It was further reported that an x-ray was performed after the procedure to confirm that there were no pieces left behind in the pt. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
Both the blade and the broken piece were returned for evaluation. It was visually confirmed that the blade was broken on 2 sections of the mount. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.